Event description:
Ous MDR - after an implantation time of about 13 months, it was reported that, despite a good pacing threshold and unremarkable lead impedance, the sensing had dropped steadily, at least to 2.2 mv. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
During the analysis, the lead features were checked. There were no deviations from the technical specifications that could be related to the clinical complaint. No indications of material defects or manufacturing errors were found.